Manufacturer narrative:
Initial reporter address:(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter and labeling issues were found while using the bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: fm in gel ×2, defective marking ×1, defective marking ×2, dirty tube x1.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-06. Investigation summary: bd received samples from the customer for investigation. The samples were evaluated by visual examination and the indicated failure mode for defective marking and dirty tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that foreign matter and labeling issues were found while using the bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: fm in gel ×2, defective marking ×1, defective marking ×2, dirty tube x1.